Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: # (B)(4). Product not returned for evaluation. Most likely underlying root cause: mlc-62- user had poor technique. Test strip UDI #: (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the customer symptoms improved and replacement products resolved the initial concern - unable to establish contact at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. Husband is calling on behalf of the customer. Customer was using the wrong test strips with discontinued meter (trueresult). Customer was not able to provide high result(s) of concern. At the time of the call, the customer reported feeling symptoms of dizziness and fatigue. Customer was going to seek medical attention and could not continue with the troubleshooting process. No further information was able to be obtained.